Manufacturer narrative:
Device evaluation summary: since no serial number was available on the returned devices, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation, where a thorough investigation was conducted. Visual analysis of the returned device revealed that the breast implant was found to have an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 11.4 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
One 300cc mentor memorygel breast implant (patient's left side) was received by the mentor failure analysis lab on june 30, 2026, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2026, the product investigation determined that the breast prosthesis had a tear within the shell abrasion measuring approximately 11.4 cm. This will be conservatively reported to FDA.